Manufacturer narrative:
Additional information: d9 follow-up report submitted to document device evaluation results.

Event description:
No new information.

Event description:
The manufacturer sales representative reported that the device overheated. No information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.